Event description:
Retractor tore liver during surgery-incident report was filed. Additionally, account stated the physician was doing a laparoscopic gastric bypass when the pt received a third degree tear. The physician was trying to retract the liver when the tear occurred causing bleeding. The liver was coagulated and the bleeding stopped. The physician got another retractor and completed the case without further delay or incident.

Manufacturer narrative:
The device was received at the mfg facility for investigation. Visual examination noted that the weld on the end tube arrangement was broken. The weld failure may have resulted from a poor weld, which broke when subjected to the force of actuation. A review of this issue does not indicate a trend. This issue is considered to be an isolated incident and trending will be monitored for reoccurrence. A review of the device history report showed no issues with the reported lot.